Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint product was not returned and the reported event was not confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following; possibility of poly wear. Noted no sign of loosening, fracture or other contributing factors. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: kne-mg-bearings-unk; p/n: unk, l/n: unk. Kne-mg-femorals-unk; p/n: unk, l/n: unk. Kne-mg-tibial trays-unk; p/n: unk, l/n: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03328, 0001822565 - 2019 - 03329, 0001822565 - 2019 - 03331. Product location is unknown.

Event description:
It was reported that a revision procedure has been indicated due to unknown reasons. However, no revision has been reported at this time. Attempts have been made and no further information has been provided.